Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, when the non-boston scientific wire and a 2.0mmx30mmx143cm nc quantum apex were unable to cross the lesion, it was noted that the wolverine balloon ruptured at 6atm upon first inflation for one minute. The device was removed with parent 6f and the procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
Initial reporter facility name: (B)(6) center . Initial reporter city: (B)(6).